Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mgk898, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm the specific number of devices or total qty actually involved and reported for suture diameter issue ? => no further information is available. Confirm the suture diameter issue is related to one suture piece and not component mix ? => no further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown neuro surgery on (B)(6) 2020 and suture was used. During the procedure, when opening the package, it was found that the suture was thicker than usual. There were no adverse consequences to the patient. No additional information was provided.